Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this case reports that approximately 14 months post tka, the patient dealt with increasing pain and underwent an infusion as well as "an emergency drainage of the joint." To date, the requested clinical records and x-rays have not been provided, and it is unknown whether any additional treatment has been performed. Therefore, the patient impact beyond the reported event cannot be determined, and the patient's outcome is unknown. Due to limited information, no further medical assessment can be rendered at this time. Should clinically relevant documentation become available, the clinical/medical task may be re-evaluated. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a total knee replacement (B)(6) 2019. Since then, the patient has dealt with increasing pain and had to have an infusion as well as an emergency drainage of the joint on (B)(6) 2020. The patient stated that 35cc of dark-brown exudate was drained from her joint. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.